Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 450 mg/dl; cause was unknown. Customer changed supplies, changed insulin vial and refrained from eating to address bg. Customer was treated with intravenous fluids. No additional patient or event information was available.